Manufacturer narrative:
The unit was unable to prime during prime and compromised force sensor system test due to a faulty back pressure sensor. There was no motor error alarm. The motor passed the motor test. The unit had a minor scratched lcd window, cracked case near display window corners, broken battery compartment threading, cracked reservoir tube lip, and a cracked lcd window.

Event description:
The customer reported via phone call that they received a motor error. The customer was trying to do a bolus when the alarm occurred. The customer's blood glucose level was 342 mg/dl. The alarm history had more than one motor error alarm within the last 30 days. The customer declined troubleshooting for the no delivery alarm and the high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.